Event description:
It was reported that the pump module was infusing prostin but it was clamped. The event occurred between 1100-2000. It was noted that the clinician wanted to see rate infusing to confirm that there was no alarm due to infusion rate and not that the pump was off. There was patient involvement but impact is unknown.

Manufacturer narrative:
A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Device was not returned to manufacturing facility.

Manufacturer narrative:
Omit : a090103 - no audible prompt / feedback (2282), g0600101 - alarm, audible. Additional information : imdrf annex a and g codes.

Event description:
It was reported that the pump module was infusing prostin but it was clamped. The event occurred between 1100-2000. It was noted that the clinician wanted to see rate infusing to confirm that there was no alarm due to infusion rate and not that the pump was off. There was patient involvement but impact is unknown.